Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: visual inspection of the returned device revealed that the middle, proximal and distal sections were severely kinked. Additionally, it was observed that the distal tip was stretched. Dimensional inspection revealed that the overall length was unavailable to measure due to the condition of the device. The outer diameter (od) of distal tip, middle and proximal section of the device were within specifications. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that difficulty in removing the rotawire occurred. A 330cm rotawire and a 1.50mm rotalink were selected for a rotablation procedure of a moderately tortuous and moderately calcified target lesion. Upon preparation, the rotation speed was noted to have decreased and that air seemed to be leaking from the tube. The rotalink was replaced and ablation was performed for several runs. It was noted that the rotawire could not be removed and became stuck from a kink. Subsequently, the rotawire was removed from the patient's body and the procedure was completed with another of the same burr and rotawire. No patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that difficulty in removing the rotawire occurred. A 330cm rotawire and a 1.50mm rotalink were selected for a rotablation procedure of a moderately tortuous and moderately calcified target lesion. Upon preparation, the rotation speed was noted to have decreased and that air seemed to be leaking from the tube. The rotalink was replaced and ablation was performed for several runs. It was noted that the rotawire could not be removed and became stuck from a kink. Subsequently, the rotawire was removed from the patient's body and the procedure was completed with another of the same burr and rotawire. No patient complications were reported.